Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure did not seal properly and bleeding was observed intra-operatively. The bleeding was less than 250 cc. No ligasure seals were found to have re-opened. End tones indicating a complete seal cycle were heard. There is no information on the patients status.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. The device has been used in the treatment or diagnosis of a patient. A review of the lot numbers reported indicates that the product were within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified with both devices. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.